Manufacturer narrative:
The device history record for the reported lot number, m5057k512, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 10-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported the "needle near the skin of the patient smoked and sparked" during use of the pain generator. The clinicians were performing a 3-level lumbar, single probe case. As soon as the smoking and sparking started the clinicians stopped the use of the pain generator. When restarted, it happened again, and the impedance was high. The device was restarted once more and the procedure was completed without incident. The clinicians performed a cervical case later and had no issue nor a repeat of the incident. The clinicians noticed the impedance was high and reached up to 942 ohms (shut off the generator occurs at 1000 ohms). Additional information received stated 08-may-2018 this event is in regards to the probe device. No patient injury observed.